Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The spiral component of the cable head was defective. The scope cover was damaged, and the video connector was cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus videoscope cable exera ii was experiencing a cable defect. According to the initial reporter, this event had no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective spiral cable. Olympus will continue to monitor field performance for this device.